Manufacturer narrative:
Investigation is in process. A follow-up report will be provided.

Event description:
The customer reported that the middle tube disconnected from the product bag of a stem cell collection after sampling. A sterile sample had been taken from the middle tubing after the bag had been laid down. The tubing was then stripped down to the sterile connection. The bag was transferred to a hook in order to seal the tubing. Shortly after, the middle tubing became disconnected from the product bag. The product began to exit the bag until a member of staff turned it upside down. A sampling coupler was inserted into the hole. The remaining product was transferred to an empty bag and was tested for bacterial contamination. The results of the testing are unknown at this time. There was not a transfusion recipient or patient involved at the time of the sampling, therefore no patient information is reasonably known at the time of the event. This product is not available within the us, but this report is being filed due to alleged failure that could occur on a similarly marketed device platform cleared for use by the FDA.

Manufacturer narrative:
This record was identified during a retrospective review of mdrs to identify records in which an event occurred, but the type of reportable event was not indicated.

Manufacturer narrative:
Investigation: the product was tested and determined not to be bacterially contaminated. A review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. The collection bag and adjacent tubing were returned for investigation. Visual inspection showed the tubing was detached from the bag. Inspection of the tubing under magnification indicated that inadequate solvent had been added to the tube prior to connection to the bagbond socket. This resulted in a bond with sub-optimal strength. Root cause: based on the customer¿s statements and the part evaluation, the root cause for the bag leak is insufficient solvent used to bond the tubing to the bag port. This resulted in insufficient bond strength.